Manufacturer narrative:
The device was returned. The evaluation found the device was received in the original packaging, taped shut and without the protective tubing. The device had a kink in the fiber coating. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, when checking the single use fiber in the original packaging, a kink was found in the fiber. The issue was observed during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 UDI of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was confirmed to be intact at inspection during transmission testing prior to release. The likely cause of the reported event is due to mis-handling of the fiber. However, the root cause of the reported event is unable to be determined as sample testing was found within specifcations. Olympus will continue to monitor field performance for this device.